Event description:
Physician reported that patient experienced "skin necrosis" in an area approximately 1/4 to 3/8 of an inch in diameter in one axilla after a miradry treatment. The injury was the full thickness of the skin. Patient was treated with topical ointment, unknown if any antibiotics were provided. Information from the physician approximately 6 weeks after treatment was that the patient was healing and doing much better.

Manufacturer narrative:
Analysis of the treatment data recorded by the system revealed nothing unusual. There were no device performance issues observed that would lead to skin injury.